Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reports to have received a no delivery alarm possibly due to occlusion. Customer's blood glucose was 331 mg/dl. Customer was able to clear alarm with a complete infusion set change. Customer requested to return infusion set and reservoir for analysis as customer is not able to complete troubleshooting. Infusion set and reservoir will be replaced. No further information provided.